Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 20-jan-2016, fse arrived at the site to address the reported event. Fse cleaned and lubricated the sorter and verified the cup hold sensor was functioning properly. He was subsequetly able to run thirty patient sample without any errors. No further action was required by field service. The most probable cause of the reported event was due to a dirty sorter pick up head.

Event description:
On (B)(6) 2016, the customer reported receiving sorter errors since preventative maintenance on their a1a-900 analyzer. The customer stated that the sorter cp was not picking up and they received errors 4043 and 2204. On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.